Event description:
It was reported that the tip of the suture anchor broke during insertion. A backup device was available to complete the procedure with a short delay and no patient impact reported.

Manufacturer narrative:
Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution.